Manufacturer narrative:
The device's therapy pcba was returned to stryker's product analysis center (pac) for further investigation. It was determined the root cause was due to a shorted q8 on the h-bridge of the therapy pcba.

Event description:
The customer contacted stryker to report that a service indicator is present and event codes are logged in the memory of their device. The event codes indicate a device failure that could result in a partial loss of defibrillator output energy due to a loss of the negative portion of the biphasic output waveform, resulting in a monophasic shock, as well as a potential failure of the device to deliver defibrillation energy. Upon evaluation of the customer's device, stryker observed that the device would not deliver defibrillation energy. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker evaluated the device and was able to verify and duplicate the reported issues. Investigation found the therapy pcba was the cause of the reported issues. The therapy pcba was replaced and calibrated to resolve the reported issues. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
The customer contacted stryker to report that a service indicator is present and event codes are logged in the memory of their device. The event codes indicate a device failure that could result in a partial loss of defibrillator output energy due to a loss of the negative portion of the biphasic output waveform, resulting in a monophasic shock, as well as a potential failure of the device to deliver defibrillation energy. Upon evaluation of the customer's device, stryker observed that the device would not deliver defibrillation energy. There was no patient involvement reported with the event.